Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine infection. *essure confirmation test(s) - correct placement of coils (per pfs). Previously administered products included for an unreported indication: mirena. In (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headache"), heavy menstrual bleeding ("menorrhagia"), bladder disorder ("bladder or urinary problems /changes"), stress urinary incontinence ("bladder or urinary problems /changes") and headache ("headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), cystitis ("infection bladder"), urinary tract infection ("infection: urinary tract infection") and vaginal infection ("infection: vaginal"). The patient was treated with ibuprofen and surgery (robotic total laparoscopic hysterectomy,lysis of adhesions.cystoscopy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, migraine, heavy menstrual bleeding, bladder disorder, stress urinary incontinence, cystitis, urinary tract infection, vaginal infection, headache, allergy to metals, weight increased and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 83.9 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine infection. Essure confirmation test(s) - correct placement of coils (per pfs). Previously administered products included for an unreported indication: mirena. In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vulvovaginal mycotic infection ("yeast infection"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding"), migraine ("migraine headache"), heavy menstrual bleeding ("menorrhagia"), bladder disorder ("bladder or urinary problems /changes"), stress urinary incontinence ("bladder or urinary problems /changes") and headache ("headaches"). In (B)(6) 2014, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycle"), cystitis ("infection bladder"), urinary tract infection ("infection: urinary tract infection") and vaginal infection ("infection: vaginal"). The patient was treated with ibuprofen and surgery (robotic total laparoscopic hysterectomy, lysis of adhesions, cystoscopy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, migraine, heavy menstrual bleeding, bladder disorder, stress urinary incontinence, cystitis, urinary tract infection, vaginal infection, headache, allergy to metals, weight increased and vulvovaginal mycotic infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, headache, heavy menstrual bleeding, migraine, pelvic pain, stress urinary incontinence, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 07-oct-2021: mr received. Case became serious incident. Essure removal details and reporter information was added. Action taken with drug updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.